Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.

Event description:
It was reported via trial that during the right internal carotid artery stenting procedure, during advancement the recovery catheter was catching on the strut of the deployed acculink stent. The recovery catheter could not pass through the stent because of the stent strut angle and the wire bias against it, despite neck massage and manipulation. The recovery catheter was removed and another recovery catheter was used to remove the filter. There was no adverse patient effects. Though requested, no additional information was provided.

Event description:
This is a spontaneous report by a nurse from the USA regarding a (B)(6) female homechoice peritoneal dialysis patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date, the patient developed peritonitis. Treatment information was not provided. It was not reported whether peritoneal dialysis therapy was ongoing. It was not reported whether the peritonitis resolved. The patient's medical history and concomitant medications were not reported. The nurse believed the peritonitis was not related to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). Since the device was not available, root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.